Event description:
As reported by the edwards field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the first sapien valve was deployed in a 70:30 aortic position, and tee (echocardiogram) showed more than moderate para-valvular leak. A second inflation with an additional 1.5cc of contrast added to the delivery was performed. However, a repeat tee showed a moderate amount of ai. Per report, a large "rock-like" calcium structure near the aortic annulus prevented a good seal. The decision was made to perform a valve in valve procedure and deploy as second valve lower in the outflow tract with 1cc more contrast than in the original deployment balloon. The second valve was implanted and ai was reduced. The patient was noted to in stable condition at the end of the procedure.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the root cause of the reported event is possibly related to a combination of patient (large calcium deposit) and procedural factors (aortic deployment of valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.